Event description:
It was reported that during a follow-up check, an increase in threshold was observed on the atrial lead. Lead dislodgement was noted via x-ray. The atrial lead was explanted and replaced when the helix would not extend. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of lead dislodgement and increased capture threshold was not confirmed, while the reported event of failure to extend helix was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The cause of the reported helix event was isolated to a clogged helix. No other anomalies were seen.